Manufacturer narrative:
This supplemental report is being submitted against an initial report that was submitted under the previous site registration number (2183959). The effective site registration number is 3011770902.

Event description:
It was further reported that the post-operative incisional pain was upgraded to moderate, but had resolved as of (B)(6) 2015. There were no further patient complications reported related to this event.

Event description:
It was reported that after implantation of an elevate posterior, the patient experienced pelvic pain. It was further stated that the patient experienced mild incisional pain in the perineal/rectal area. Tylenol "prn" was given. The event was considered not recovered/not resolved (continuing). There were no further patient complications reported related to this event.